Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous, de novo mid right coronary artery (rca), after predilatation there was difficulty during insertion of the xience prime stent delivery system (sds) and the shaft was kinked. The sds was used in the procedure and during the inflation attempt contrast leaking confirmed the shaft was broken. Only partial inflation of the sds balloon was possible and the stent was not deployed. The sds was attempted to be removed, however, the balloon could not be fully deflated. The sds was removed and the non-deployed stent remained in the anatomy proximal to the lesion. A trek dilatation balloon was used to complete deployment of the stent. A 3.0 x 16 mm non-abbott stent was advanced through the xience prime stent to be positioned and deployed within the lesion. There was no reported adverse patient effect. There were no reported clinically significant consequences for the patient, however, the procedure took longer than normally. All requested information was provided.

Manufacturer narrative:
(B)(4). Guidewire: advance lite, balance middleweight, prowater; guide cath: standard jr4; inflation device: kimal; sheath: arrow 6 fr. (B)(4)-removed-correction. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information.